Event description:
Information received indicates the patient cannot place a nurse call and cannot hear the huc respond to the nurse call in the expected location.

Manufacturer narrative:
The technician found loose pins in the communication cables 37-pin connector preventing the connection of the communication cable to the biu. The installed a cable saver and repaired the pins to repair the bed.